Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results of 120 mg/dl, 82 mg/dl, 68 mg/dl, 172 mg/dl, and 155 mg/dl within 10 minutes. Customer was feeling shaky, starting to sweat, and having a hard time standing. She ate 2 glucose tablets, and was feeling better within 15-20 minutes, and ate a turkey sandwich. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.